Manufacturer narrative:
Additional information: please review attached for the investigation results.

Event description:
It was reported a revision surgery to exchange the polyethylene insert due to left knee pes anserine, hypertrophic scar, synovitis, swelling, pain and tightness with instability.